Manufacturer narrative:
Upon interrogation, no communication could be established with the device. The device was opened for further analysis, and it was found that no communication was due to a depleted battery voltage. The battery was sent back to the vendor for further evaluation and found an internal anomaly within the battery. This anomaly caused the battery to deplete prematurely.

Event description:
The device was explanted due to premature battery depletion.